Manufacturer narrative:
Sensor (B)(6) has been returned returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and signal low error message along with a drop in glucose values were observed, indicating that the sensor tail lost contact with interstitial fluid due to temporarily unseated puck on body. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat. Customer had contact with a third-party (wife) who obtained an unspecified blood glucose result, provided glucose as treatment and helped apply a new sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11,227, 224 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat. Customer had contact with a third-party (wife) who obtained an unspecified blood glucose result, provided glucose as treatment and helped apply a new sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat. Customer had contact with a third-party (wife) who obtained an unspecified blood glucose result, provided glucose as treatment and helped apply a new sensor. There was no report of death or permanent impairment associated with this event.